Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter ac*t diff analyzer (ac*t diff) was leaking fluid onto the counter beneath the instrument. Customer reported that the leak occurred during the start-up procedure customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the baths were overflowing. The fse found the waste line in the back of the ac*t diff was kinked. The fse adjusted the ac*t diff to allow the waste line to drain properly. There was no further evidence of leaking after the adjustment. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).